Event description:
It was reported that the customer's blood glucose level was 505 mg/dl. The customer was experiencing high blood glucose levels. He received a no delivery alarm and had issues with his sensor. The sensor cannula was only half penetrated in the customer's skin. The customer attempted to lower his blood glucose level by changing his infusion set twice. However, he ended up administering a manual injection to lower his blood glucose level. His current blood glucose level was 77 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.